Event description:
On (B)(6) 2021, the wife of the patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the product issue started on (B)(6) 2021, at an unspecified time. The reporter stated that she has been giving her husband insulin based on the meter readings and informed the cca that on july 22, at an unspecified time, her husband received blood glucose results of ¿219, 169, 162, 168, 190, 189 and 208 mg/dl¿ on the subject meter compared to ¿143 mg/dl¿ on a emergency medical services (ems) meter, performed within 30 minutes of each other. The patient usually manages his diabetes with insulin and pills (type and dose unspecified) and the reporter stated that the patient increased his medication (dose unknown) in response to the elevated readings. The reporter claimed that at 11:00 pm, after the alleged issue occurred, her husband started to feel ¿bad¿ and ¿could not move¿. The reporter called 911 and the patient was treated with a glucagon injection by the paramedics. After the treatment a blood glucose reading of ¿143 mg/dl¿ was obtained on the ems meter, as described above. The blood glucose reading before treatment was not reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The patient had used an approved sample site to the obtain the results on the subject meter. The cca noted that the patient did not have a control solution available to test the subject meter. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of diabetes medication based on alleged inaccurate high results obtained with the subject meter and reportedly received hcp treatment for an acute low blood glucose excursion.